Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the triple-lumen urethral catheter was ruptured and the product fell out. Also stated that doctor observed the color of the urine and suspended irrigation. No catheter was inserted.

Event description:
It was reported that the balloon of the triple-lumen urethral catheter was ruptured and the product fell out. Also stated that doctor observed the color of the urine and suspended irrigation. No catheter was inserted.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Based on the attached photo, it was observed that the balloon was burst. However, the exact cause of how and when the problem occurred could not be determined. No further testing could be conducted due to only photo sample is provided. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.